Event description:
A report has been received where the backrest that attaches the calf pads to the legrests are held together with a pin and the pin keeps sliding out. There is no report of an injury. In speaking with reporter it was learned the leg just swings out.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model solara3g serial number/date code (B)(4) is approximately 9 months old. The owner's manual part number 1154295, rev.c (dec-10)was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The reporter of this event was contacted for further detail. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.